Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. The g2, h4 and h6 "medical device problem code" fields were corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, the charged coupled device (ccd) unit was damaged during user handling resulting in the image black out. The event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the evis lucera elite bronchovideoscope flickered. The issue was found during reprocessing prior to a diagnostic bronchoscopy procedure. There was no delay and the procedure was completed with a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the image disappeared during angulation due to a short circuit of the charged couple device (ccd) unit cable. Also, evaluation found the insertion section squeaked due to deterioration of the connecting tube and the insertion section and light guide tube were slightly scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.